Event description:
It was reported by a customer that on (B)(6) 2011 excessive fiber life was activated due to a defective fiber cap detachment at 97,014 joules. Additional information reported by the customer was the fiber cap detached inside of the patient and was flushed from the bladder. Nothing unusual was observed with the aim beam and there were no observations leading up to the incident. The patient did not experience any difficulties as a result of the event. The user did not experience any injuries as a result of the event.